Event description:
A unit clerk reported on behalf of staff nurses the units are not allowing urine to drain through the top chamber. As a result urine has leaked onto patient's beds.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There are five (5) additional cases with similar problems manufactured under the same lot. Additional MDR (3500a) reports will be submitted for each case. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional info become available, a f/u report will be submitted. (B)(4).